Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were issues with loading two cds (two different patients) onto a navigation system. The system began to search the media but never completed the download, and exams could not be loaded from the cds. Attempts to burn the cds onto a usb were unsuccessful. Troubleshooting steps included a soft reboot of the system and cleaning the cds, both of which did not resolve the issue. Technical services suggested contacting the site where the cds were burned, checking the imaging protocol, confirming if the cds were in dicom format, and reburning the cds with the correct format, but these steps were declined. There was no physical damage to the cd port, but it was determined that the discs were incompatible with the scanner software. There was no patient involvement.